Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qhuj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had an implantable neurostimulator (ins) explanted on (B)(6) 2014 due to infection. It was unknown when the symptoms of infection first presented and unclear whether the lead was removed or not. It was unknown if the patient was going to be re-implanted at a later date. No outcome was reported regarding this event. Follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be submitted.